Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic laser probe tip was found to be rough and cannot enter in the eye smoothly before vitrectomy surgery. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, product was returned for this investigation. However, a laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found) and reviewed as part of this investigation. The complaints were determined to be relevant to this investigation. The laser probe a visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and found resistance during insertion. A visual assessment under a microscope was performed and revealed excess adhesive on the nitinol cannula junction. Sample evaluation revealed the returned sample had excess adhesive. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections d.4 and h.11. The manufacturer internal reference number is: (B)(4).